Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted the canister seal was damaged by sodalime dust. The seal was replaced.

Event description:
The hospital reported the unit failed the preoperative leak test. There was no report of patient involvement.